Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the received sample identified a ruptured bladder in a non-footing position. Microscopic inspection identified markings and abrasion on the interior and exterior surfaces of the bladder, near the rupture line. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (4 ml/h) had the reservoir burst. This issue occurred during filling with sodium chloride and fluorouracil. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). One sample has been received by baxter and the initial evaluation confirmed the reported problem of a ruptured bladder; however the evaluation has not been completed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.